Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The screws on the dovetail were tightened to resolve the issue. No functional issues were noted with the system. The system was then tested and met all product specifications. The root cause can be attributed to loose dovetail screws. The dovetail enables the customer to remove and replace the aberrometer onto the microscope per the customer¿s preference. Thus, it is likely that customer handling attributed to the loose dovetail screws. However, this is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, the aberrometer was moved and they could not get it back in its proper position due to the looseness of the dovetail screw. The calibration could not be completed and the device was not used.